Event description:
Event description cpi received information that this implantable pulse generator (ipg) was displaying error codes during an interrogation at a follow-up visit. Pacing output was verified per ECG.